Event description:
Patient came in with sudden groin and thigh pain. As per surgeon, patient needed a revision surgery. Black film was removed from the metal head as well as the trunnion of the stem. There was some soft tissue damage.

Manufacturer narrative:
An event reporting altr involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that documentation of revision for the reported event is needed to evaluate the event further. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including revision operative reports, progress notes, pathology reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient came in with sudden groin and thigh pain. As per surgeon, patient needed a revision surgery. Black film was removed from the metal head as well as the trunnion of the stem. There was some soft tissue damage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient kept.